Event description:
It was reported the left ventricular lead was not dislodged, but had a sensing issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-28576, related manufacturer's reference number: 2017865-2021-28577. It was reported the patient presented in the hospital. The patient's left ventricular (lv) lead was dislodged, during the procedure to replace the lv lead, it was observed the right ventricular (rv) lead had a high pacing and defibrillation impedance, intermittent capture and was sensing intermittently. The physician also reported a head issue with the patient's implantable cardioverter defibrillator. After the operation, it was observed the rv lead still had capture and impedance issues, with a suspected fracture. The lead was capped and replaced. The patient was in stable condition.